Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call; the customer was in a correctional facility and had to turn in the insulin pump. Once he was let out he received the device damaged. Customer stated the device had a little black smudge across the screen and he can barely see the menu screen. Customer doesn't know what his blood glucose was at the time of the incident. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.